Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited oversensing of the minute ventilation signal. It was also noted that the ra lead impedance measurement had increased but was not out of range. The respiratory rate response was turned off in the ICD and the system remained in service. No additional adverse patient effects were reported.